Manufacturer narrative:
Based on the investigation activities performed, no definitive conclusion can be made at this time as to the bd (bard) device being a contributing factor in the reported complaint event. The subject product was discarded by the user facility and not available for evaluation. To date this is the only reported complaint for this production lot of 117 units released for distribution in march 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the date of implant and event are estimated based on the infomration provided as the exact dates were not given. Discarded.

Event description:
It was reported that in (B)(6) 2018 the patient underwent the repair of a ventral hernia with implant of a bard ventralight st mesh w/ echo ps. As reported during the procedure the surgeon made a small medial incision, inserted the suture passer and grabbed the inflation tube by the needle loop complex. The surgeon reports "when I pulled the tubing up through the skin there was some resistance but, after a sudden release, I was able to pull the mesh up to the abdominal wall nicely. I then proceeded normally for the case. "After the mesh was put in place with tacks, I cut the insufflation tubing off at skin level and pulled the balloon scaffold off of the mesh. The tubing came out but the yellow cuff (anchor) stayed behind between the mesh and the anterior abdominal wall. Since the mesh was already tacked into place, I couldn't get enough access in this area to try and remove the cuff (anchor). Since it is very small and sterile, we elected to leave the cuff (anchor) between the anterior abdominal wall and the mesh as opposed to removing the mesh and starting over or making a large abdominal incision to access the space between the mesh and the anterior wall. I told the patient and explained the thought process, and he agreed." As reported, the patient did not require any additional medical or surgical treatment as a result of the reported event.